Event description:
It was reported that on a remote transmission it was noted that there were no p waves and that ventricular sensed events (vse) have increased since the previous transmission. The events indicate atrial undersensing. The patient has not been seen at the clinic and no intervention has occurred to date. The patient is scheduled to be seen in two months. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead, (B)(6) 2011; 4196 implantable pacing lead, (B)(6) 2011. (B)(4).